Manufacturer narrative:
The insulin pump was received with high operating currents problem isolated to remote frequency board. No off no power alarm noted during testing. The device had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer received an off no power alarm. Customer blood glucose level at the time 5.5mmol/l. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.